Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller with the reset, after which the malfunction did not recur. The customer was instructed to continue using the pump and to call back if any further malfunction codes appeared.